Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "h/s module color chip failure" error message when the device was powered on. The user also reported the cord of the blood pressure monitor was frayed and would not charge the battery. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.